Manufacturer narrative:
(B)(4).

Event description:
The pt was experiencing a return of spasticity and had taken some oral baclofen. The pump event logs indicated that the pump had stalled on (B)(6) 2011 at 00:55 and had not recovered as of (B)(6) 2011 at 1:03. The pt was at home in bed at the time of the stall. A pump volume discrepancy was noted; the expected volume was 8.4 ml, the actual volume was 11.7 ml. A surgical consult was in process. It was noted that the pump had previously, for a brief time, been filled with morphine which the pt did not tolerate. The pump was currently delivering lioresal. A follow-up report will be sent if add'l info becomes available.